Event description:
It was reported the customer was hospitalized for high blood glucose. Customer stated they had diabetes ketoacidosis, but they were not on insulin pump therapy. It was also found the customer had a blood clot and pneumonia. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of hospitalization was 515 mg/dl. It was also found the customer was previously admitted to the hospital on (B)(6) 2014 for pneumonia, a blood clot, and pancreaticus. The customer also reported they had not been on insulin pump therapy for two weeks starting on (B)(6) 2014. It was also found the customer had several dizzy spells since (B)(6) 2014. Customer stated they had resumed insulin pump therapy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).